Manufacturer narrative:
Customer reports that the new strips they were sent seem to be working well and that they have had no further issues with the new strips. Customer informed all nurses that if any unexpected results are obtained, they should automatically do a venipuncture for comparison. Technical services was able to get the two additional meter serial numbers by following up with customer an additional four times on (B)(4) 2011. Because the customer is unable to determine which meter was used, the following five medwatch reports have been filed for the same incident with each of the different known meter serial numbers: 2027969-2011-02097, 02098, 02100, 02101, 02102. These additional medwatch reports are for the same single incident and do not reflect separate incidents. Meter is expected to be returned for investigation by 10/21/2011.

Event description:
Customer alleges discrepant result with meter compared to lab. Pt appeared to be bleeding heavily from knee surgery site when the initial inr result of 1.0 was obtained. Customer did not believe result and retested. After 5.6 retest, customer had lab draw run, but did not know what the result was other than that it was different. Customer does not know the lot number or meter serial numbers used. All lab draws were done within an hour of meter results.